Event description:
The pt's system was explanted due to skin erosion.

Manufacturer narrative:
The explanted leads and lead extensions were discarded by the medical facility and will not be returned for evaluation.